Manufacturer narrative:
(B)(4). The device history record review for the rusch brillant 2 way 20-30ml all silicone catheter lot number 15ae05 did not show issues related to the complaint. In the absence of the sample device, a simulation test was conducted with representative samples from production and no burst balloons were observed. The root cause for the reported event is unknown. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the balloon was expected to inflate with 30cc but it ruptured at 20 cc. It was reported that the patient's condition is unknown but no intervention was required.